Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during startup the cardiosave intra-aortic balloon pump(iabp) after powering on, the equipment emits a continuous alarm, a small amount of white smoke from the cooling fan outlet, and a burning odor. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, g3, g6, h2, h6(medical device code, investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) was emitting an alarm and white smoke was coming out of the cooling fan outlet, with a burning odor. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that solenoid control board was damaged and shows obvious signs of burning; additionally, the power management board is damaged and needs to be replaced. The customer has decided to not repair the device.

Event description:
It was reported by the customer that during startup the cardiosave intra-aortic balloon pump(iabp) after powering on, the equipment emits a continuous alarm, a small amount of white smoke from the cooling fan outlet, and a burning odor. There was no patient involved.